Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests major cytotoxic spill when the bd giving set. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
A 72215n sample was not available for investigation of this feedback; however the customer indicates that a leakage of a cytotoxic fluid was identified from the joint to the drip chamber component. Furthermore the customer provided a photograph indicating the affected tubing joint to be the drip chamber. No further information was available to clarify if a leakage occurred at the joint, or if the tubing had separated completely. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 19076531 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 72215n product in the past 12 months.

Event description:
The reported feedback suggests major cytotoxic spill when the bd giving set. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.